Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Medical products - smooth knee stems / pn 145006/ ln 035600, vanguard ssk / pn 185282/ ln 2597034, series a standard patella / pn 184762/ ln 007230, tibial sm cruciate wing / pn 185650/ ln 056270, tibial offset adapter / pn 185211/ ln 154920, tibial tray / pn 185202/ ln 914440 therapy date - ni. This report is number 1 of 7 mdrs filed for the same event* (reference 0001825034-2017-00395, 0001825034-2017-00396, 0001825034-2017-00399, 0001825034-2017-00406, 0001825034-2017-00407, 0001825034-2017-00408).

Event description:
The patient underwent a revision surgery, but it was reported that the same ¿dark spot¿ appeared after a short period.